Event description:
After getting essure, I began to experience severe left sided pain, and chronic inflammation in my pelvic region. Pain has now gone to my joints and hips. I have significant swelling on my left side, that appears like a tumor. I have experienced pain with intercourse, memory issues, and pins and needles in both feet. The doctor has reported that my liver enzymes are also elevated, and has not found an explanation for it.